Manufacturer narrative:
Summary of evaluation: an event regarding white debris generated within the inner sterile blister pack involving a triathlon baseplate component was reported. The event was confirmed. Visual inspection confirmed the presence of white debris within the inner blister. It was determined that the debris was generated as a result of excessive vibration/movement of the baseplate component, leading to scuffing of the blister where the component came into contact with it. The white debris is petg powder from the blister pack. It is not possible to determine if the pack was subjected to excessive handling as the outer carton and outer blister packs were not returned. Only the inner blister was returned for evaluation. Medical review was not performed as this event relates to a packaging issue. The device in question was implanted. DHR review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. The investigation concluded that the white debris within the pack was caused by excessive movement/vibration of the component within the inner blister pack leading to scuffing of the pack and the generation of petg powder shavings.

Event description:
When opening a size #1 primary baseplate there was some sort of residue on the inner side of the packaging. Since all plastic and all other seals were untouched and still sealed the product was used. There was some talks of product not being used, but due to the fact that it was clear that none of seals had been broken or touched, the size #1 primary baseplate was still used.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
When opening a size #1 primary baseplate there was some sort of residue on the inner side of the packaging. Since all plastic and all other seals were untouched and still sealed the product was used. There was some talks of product not being used, but due to the fact that it was clear that none of seals had been broken or touched, the size #1 primary baseplate was still used.